Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach was further described as touch contamination. The peritonitis event was manifested by abdominal pain, cramping, and cloudy effluent. The patient was not hospitalized for the peritonitis. On the same day of onset, the patient was treated for the peritonitis with intraperitoneal gentamicin (80 mg, daily for 10 days) and vancomycin (1 gm, daily for 10 days). The patient was recovering from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.